Event description:
The account generated prism hbcore false (B)(6) results on donor sample ID (B)(6) with reagent lot 96867hn00, but repeated (B)(6) with reagent lot 02169li00. No specific donor information is available. No impact to patient management was reported. (B)(6).

Manufacturer narrative:
The investigation team has completed an evaluation and the results were as follows: - retained reagent kits of prism hbcore, lot number 96867hn00 and 02169li00 (as reference) were calibrated and calibrations met instrument specifications. All control values met control specifications and were found to be within the typical range. To evaluate analytical specificity, reference panels were tested. Panels are internal measurement standards used to test product performance prior to lot release. The reagent kits showed normal performance without false reactive results. All % inhibition specifications were met and found to be within the normal range. - review of test results of a human negative population tested for customer release did not reveal any increased values or indication that the specificity of reagent lot 96867hn00 might be impacted. - review of the complaint records revealed no adverse trend for the complaint lot. - expanded specificity testing was performed. (B)(4). Based on this evaluation it is concluded that the prism hbcore reagent, list number (B)(4), lot number 96867hn00, identified in this complaint, is performing acceptably according to the package insert requirements. No product deficiency was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, prism hbcore list (B)(4), that has a similar product distributed in the us, prism hbcore list (B)(4).